Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a pressure verification test step during testing. The device's system board was replaced to address the issue. Additionally, the device's machine flow sensor was found to be contaminated with dirt and was replaced to address the issue.